Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following implant, during the induction test a fast ventricular tachycardia (vt) was induced which was degenerated into ventricular fibrillation (vf) by the 30 joule shock. It was noted that the extravascular implantable cardioverter defibrillator (ev-ICD) undersensed this vf during the episode. The sensitivity was decreased during the episode, but the undersensing persisted and the ev-ICD started post-shock pacing while continuing to undersense. During the second induction, the fast vt was outside the detection window, and the manually delivered 40 joule shock was ineffective in terminating the arrhythmia. The ev-ICD remains in use. No patient complications have been reported as a result of this event.